Event description:
It was reported that far field r wave oversensing, auto mode switching (ams), competitive atrial pacing (cap) was observed on the implantable cardioverter defibrillator (ICD) via remote monitoring. Programming changes were recommended. There were no reported patient consequences.